Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported difficulty charging and pain at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls was positioned beyond intended depth and at an angle. A revision procedure was performed to replace and reposition the cls and resolve the reported event.